Event description:
This event was reported as explant at implant due to probable sizing issue. Valve would not seat properly. No further information was provided. This event being reported due to surgical intervention and possible user error.